Event description:
Customer called in regards to the recall for the insulin pumps with the scroll wrap feature. Advised customer that they will be added to the list for replacement. It was reported that the customer had blood glucose levels of 30mg/dl. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.